Manufacturer narrative:
The nurse indicated they were not interested in an evaluation or a swap of their homechoice machine at the time of the call.

Event description:
The home pt (hp) contacted the technical service representative (tsr) and reported feeling too full during dwell 2 of his automated peritoneal dialysis (apd) therapy. The hp wanted to drain. The tsr helped the hp to perform a manual drain. The hp drained 500ml and felt better and continued therapy. The homechoice machine was operational and a swap was not arranged. Review of therapy settings showed that the last fill volume was 1500ml. The next day, the hp performed a manual drain and drained 600 ml before starting therapy. The hp's initial drain volume was 402 ml. The fill volume was 2500 ml. The nurse did not know what the drain volume was for drain 1. The home pt's ultrafiltration rate was negative 72 ml. The nurse checked his catheter function and found it to be functioning properly. The nurse changed the solution concentrates to 2.5% and 4.25% low calcium dianeal solution and adjusted the fill volume to 2000ml. The home pt's initial drain alarm is set at 400 ml. Therapy was not discontinued at the time of the reported incident. The nurse did not think that any alarms were bypassed during the therapy on the second day and the homechoice machine was not powered down during the therapy. The therapy was continued and finished. No pt injury or medical intervention has been reported. The hp's report of feeling full was possibly related to the last fill of 1500ml (from the first day) not being fully drained during the manual drain and initial drain the following day. Additionally, therapy settings have been reviewed and changed per the peritoneal dialysis nurse. The current therapy settings are as follows: total fill volume: 9500ml, fill volume: 2000ml, last fill volume: 1000ml (extraneal), initial drain alarm: 600ml.